Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m189124 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m189124 , test base part number 190-430 / lot m189124. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m189124 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Reference MFR numbers: 1221359-2022-02207, 1221359-2022-02208, 1221359-2022-03192.

Event description:
The customer reported a false positive result with the ID now covid-19 assay for multiple patients on various dates. This MFR. Report addresses patient four(4) of four(4). The customer reported a false positive result with the idnow covid-19 assay on (B)(6) 2022 confirmation testing was performed using pcr (smart gene expert). No additional patient information, including treatment and outcome, was provided.